Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was aborted, and the patient was moved to another system to complete the procedure. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse diagnosed the image processing (ip)-pc and identified an image disk space low error. The fse performed an exposure test, which failed. The fse concluded that the cause of the malfunction is a defective ip-pc. The fse solved the issue by replacing the ip-pc and re-installing the system software. After the replacement and re-installing the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not make exposures. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.